Event description:
It was reported that the patient had a hematoma. It was also reported that the physician had difficulty interrogating the device and it was questioned whether the excess fluid would cause problems with telemetry. The device was finally interrogated but would not save or reprogram very easily, and was not able to get a magnet rate. The issue was determined to be due to a "bad programmer wand". The device remains in use and the wand is being returned. The hematoma is resolving. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.